Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returend to zoll medical corpoation, united states. Evaluation of the monitor board found a substantial amount of foreign substance. It could not be firmly established how the foreign substance had materialized inside the device. Analysis of reports of this type has not identified an increase in trend.